Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and occlusion. The customer's blood glucose reading was 520 mg/dl. The customer treated with 10 units of shots. The customer was assisted with 5.0 unit fixed prime. The customer stated that he saw drops and the pump did not alarm. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.